Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vhzu, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location and vibration in their feet since 6 days ago. The patient's therapy was on and decreasing stimulation eliminated the uncomfortable stimulation. The patient now only felt vibration in the vaginal area.